Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed that there were kinks 4.5cm and 39 cm from the tip of the device. Microscopic examination found no irregularities or damage to the tip of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip fractured occurred. During the procedure, a 6f expo fl4 diagnostic guide catheter was opened and before introducing the device through the femoral sheath, a fracture in the tip of the device was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a tip fractured occurred. During the procedure, a 6f expo fl4 diagnostic guide catheter was opened and before introducing the device through the femoral sheath, a fracture in the tip of the device was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).